Event description:
The customer reported that the left monitor was intermittently blanking out. No pt injury was reported.

Manufacturer narrative:
The service rep ordered a new left monitor. Inspection of logs indicate overload faults during time of reported problem. There were also ffb psync errors and loss of gen node at intermittent times. Hv tank and snubber were changed within past year. Ordered new x-ray tube and x-ray controller. Installed new x-ray tube and x-ray controller. Performed filament cal iaw service manual. System operating as intended.